Event description:
A user facility returned the olympus asset, ultrasonic gastrovideoscope, to the olympus service center. Upon inspection and testing of the returned device, foreign material on the groove or gap of the distal end was observed. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. During evaluation, the following additional issues were found: the nozzle had a burr which caused the water removal ability to not meet the standard value; the bending section cover adhesive was detached and discolored; the angle wire was found worn; and the device had many scratches, cuts and damage that impacted water tightness. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to date rec¿d by MFR. Date rec¿d by MFR on initial medwatch - a correction to the initial date rec¿d by MFR date. Olympus was made aware on december 21, 2021. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the foreign material on the distal end could not be determined at this time. The following information is stated in the instructions for use: "3.2 preparation and inspection of the endoscope: 1. Inspect the control section, the endoscope connector and the ultrasonic connector for excessive scratching. 2. Inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Inspect the surface of the insertion tube for dents, bulges, swelling or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities. 5. Inspect the covering of the bending section for sagging, swelling, cuts, holes or other irregularities. 6. Gently hold the midpoint of the bending section and a point 20 cm from the distal end. Push and pull gently to confirm that there is no play. 7. Inspect the objective lens and the nozzle and the ultrasonic transducer at the distal end of the endoscope¿s insertion tube for irregularities." Olympus will continue to monitor field performance for this device.